Manufacturer narrative:
On 09/07/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Site reported system unexpectedly shut down during navigus biopsy procedure. System resumed normal operation after reboot. Registration was saved and accurate. Reported issue could not be replicated. Medtronic representative acquired data logs and medtronic technical support resolved issue. System performing as intended. - software engineering analysis found when the logs were reviewed, they revealed that multiple graphics errors occurred during the session that unexpectedly re-started. The graphics card or drivers may be malfunctioning and need to be replaced/re-installed. - return requested. Replacement computer shipped to site 09/19/2016. No parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A site registered nurse (rn) reported that, while in a cranial biopsy procedure, their navigation system shut-down suddenly then re-started itself. The surgeon reported that after a system re-boot, normal function was restored. No further details regarding this issue, or specifically when it occurred, were provided. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The initial system power on and boot to log on screen successful. Multiple restarts were also successful. Sun system in application, navigating with glx gears ran for two hrs with no issues encountered. The hard drive and ram reported no errors. The computer passed all required testing. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. Based on the hardware testing, the computer graphics card appeared to be functioning normally. Software engineering review found that the reported issue was similar to an existing hardware investigation documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Based on the hardware testing, the computer graphics card appeared to be functioning normally. Software engineering review found that the reported issue was similar to an existing software investigation and was documented in a medtronic navigation software anomaly tracking database.